Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on : (B)(6) 2011, the patient underwent the following procedures: partial laminectomy of s1, partial laminectomy of l5, fusion discectomy at l5 and replacement with cages and bmp and bilateral lateral fusion with screws and rods and with bilateral fusion with bag to bone graft and bmp to treat the following pre-op diagnosis: degenerative disk disease l5-s1 with intractable pain and virtually complete relief of pain when the disk space was anesthetized with lidocaine, bilateral lower extremity pain radiating down both lower extremities with failed treatment of injections, rest physical therapy and other modalities. Per operative notes: "..once that had been accomplished, 10 mm cages were placed after utilization of the spacer on one side and then the other and cleaning out the disk space. We utilized finally ground bone on both sides in addition to the bmp and cages to fuse the l5-s1. Once that had been accomplished and the cages were in place, there were verified by x-ray to be in excellent position as were the screws and the rods were then inserted. We used 40 mm rods on both sides. The screws were compressed on the rod and then irrigated down. When the rods were in place, final x-rays showed excellent position of the cages and the screws. Bags of bone were inserted bilateral lateral to the screws and rods over the lateral elements on both sides.." The patient alleges unspecified injury due to the use of rhbmp-2.